Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer stated that upon removal her daughter had tampons unravel and she was not sure if it fell into pieces. Consumer reported her daughter had symptoms of itchiness, pain inside the uterus, and smelly discharge. Consumer plans to go see a doctor.